Manufacturer narrative:
Product complaint # (B)(4). Batch # p56r0g. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: can you please clarify if the patient's hospital stay was extended beyond the typical hospital stay after this procedure? Unknown.

Manufacturer narrative:
(B)(4). Batch # p56r0g. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. You have stated that "the patient is stable and in the hospital now." Can you please clarify if the patient's hospital stay was extended beyond the typical hospital stay after this procedure?

Event description:
It was reported: malformed staples. It was reported that during the radical resection of esophageal cancer, when did the esophagogastric anastomosis, after fired with audible feedback, but noted staple malformed and bleeding. Changed another cdh25a to stop bleeding and complete surgery. The patient is stable and in the hospital now.